Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep would not be seeing the patient again unless he requested a visit. The rep was able to program around the out of range electrodes and the patient was happy with the coverage. The patient's weight was not known. The rep stated that they have no further information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that per the patient they were getting the oor message on their patient programmer which occurred last saturday (B)(6) 2020. There were no falls or traumas reported and the rep performed impedance testing and found elevated measurements on the right lead 8-15. Issues were on electrode 9 (27 ,000-ref 0) and 11 (>40,000 ohms ref 0). The rep reported that after programming around the electrodes the patient received an oor again and further impedance testing found electrode 12 and 14 were elevated. The caller had electrode 8 and 10 programmed currently (870 ohms).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated hat there are some impedance issues, as a result they expect the patient will have a lead revision in the near future. Group c active electrodes -8 +10 the rep ran impedances and provided the following values: ref 8 10 860ohms 12 28540 ohms 14 29770ohms (the caller indicated that there were not any values other than 12 and 14 that were significantly higher than electrode 10).

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt mentioned they had surgery to replace a lead on (B)(6). Pt said since last on (B)(6) the one lead had moved and also stopped working (pt said they believed it was 4 of the 8 electrodes stopped working). Pt said they were supposed to have surgery on (B)(6).

Manufacturer narrative:
Continuation of d10: product ID: 977a260; lot#serial#: (B)(6); implanted: on (B)(6) 2017; explanted: on (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.